Manufacturer narrative:
Additional information was received that drainage at the lead site and swelling at the ipg site were the patient's symptoms of infection.

Event description:
A report was received that the patient developed an infection at the ipg and lead sites. Symptom was fever. It was unsure what caused the infection, but it was noted that it may be procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316 lot #: 17222141 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg and lead sites. Symptom was fever. It was unsure what caused the infection, but it was noted that it may be procedure related. The patient was prescribed antibiotics and underwent an explant procedure.